Event description:
In 2008, this patient was implanted with gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. Preoperatively, the physician chose not to use a conduit when preparing the access artery. When attempting to insert the 24fr gore introducer sheath with silicone pinch value into the access vessel of the external iliac artery it was observed that there was strong resistance within the artery. The physician pushed the introducer sheath with some force but the sheath only advanced about 20cm. The gore tag thoracic endoprostheses were implanted with the sheath in that status with no complication. Upon removal of the introducer sheath, it was discovered that a portion of the external iliac artery had disconnected and was removed with the introducer sheath. The damaged artery was repaired with an unknown vascular graft. The patient experienced cardiac arrest from hemorrhagic shock and direct cardiac message was given. The patient was taken to ICU in stable condition. No other complications have been reported at this time.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.